Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. See attached file for added medical record information. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: h6: health effect impact code: f1903: device explantation. Medical device component: g04088: membrane . The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Conclusion: implant #2 gore® dualmesh® plus biomaterial, 1dlmcp04/03210061. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. The instructions for use state, ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ all fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03210061. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "mesh infection", "mesh removal", "additional surgery". Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/29/04; including gastric bypass and previous umbilical incisional hernia repairs were not provided. (B)(6) 2004: st. Elizabeth hospital. Matthew p. Williams, md. Operative report. Pre/postop diagnosis: strangulated incisional hernia. Procedure performed: exploratory laparotomy with lysis of adhesions. Small bowel resection. Incisional hernia repair with mesh. Assistant: john poss, msn, npc. Anesthesia: general. Findings: the patient had two incisional hernias, one was a 6 x 6 cm defect in the upper midline incision to the left of midline. Then the patient had an 8 cm hernia with strangulated small bowel with a 14 cm segment of necrotic small bowel. Procedure: ¿the patient, roberta kapp, is a 53-year-old female who has the previous history of gastric bypass and reversal and two previous incisional hernia repairs, who presented with a strangulated inguinal hernia with elevated white blood count. She was brought to the operating room, she was identified, procedure verified, placed under general anesthetic, prepped and draped in the usual sterile fashion. Midline incision was made from the xiphoid process to the umbilicus with scalpel through previous midline incision. Scalpel was used to dissect down to the level of the hernia sacs. The patient had two separate hernias, separated by stitch bridge. The non incarcerated hernia was freed up first. Extensive adhesiolysis was performed. There was no injury to underlying bowel or colon and this was freed from the posterior surface of the fascia for the full length of the skin incision. The hernia sac was then opened so that the bridge connecting the two hernias were then transected with electrocautery and scalpel, opening up the hernia sac and approximately a 14 to 16 cm of small bowel was reduced from this as well as 30 cm of omentum. The omentum was dusky purple and the small bowel was black. A total of 20 minutes was spent observing the small bowel. There are portions that did pink up slightly, but other portions progressed to a pale white with no flow. The side-to-side functional stapled anastomosis was performed with the 80 tx stapler and a 60 ta stapler in standard fashion. There is absolutely no spillage during this procedure. Abdomen was irrigated with a liter of antibiotic solution. The mesenteric defect was closed with running 3-0 vicryl stitch. This was placed back down into the abdomen and covered with colon and remaining omentum. The ischemic omentum was resected with 00 silk ties and transected and sent to pathology with the bowel. The fascial edges were cleared circumferentially and a 30 x 20 cm dual mesh was then sutured into place to the posterior aspect of the fascia circumferentially with interrupted ethibond mattress stitches. Anterior aspect of the mesh was also irrigated with antibiotic solution. The subcutaneous tissues were reapproximated with interrupted 3-0 vicryl subcutaneous stitches and then the skin was reapproximated with staples, covered with dry, sterile dressings. The patient was awoken, extubated and sent to the recovery room in satisfactory condition with approximately 75 cc of blood loss, no drains placed. Modifier 22: for an extremely difficult dissection, two large hernias, strangulated hernia, removal of previous mesh and placement of mesh. Patient also morbidly obese, adding to the modifier. (B)(6) 2004: st. Elizabeth hospital. Implant sheet. Implant sticker. Dualmesh plus antimicrobial. Lot: 02788762. Item: 1dlmcp07. [Handwritten]: description: mesh. Company: gore tex. Location of implant: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/02788762) was implanted during the procedure. [Missing records: a pathology report detailing analysis of the device removed during the 04/29/04 procedure was not provided.] (B)(6) 2005: st. Elizabeth hospital. Matthew p. Williams, md. Operative report. Pre/postop diagnosis: incarcerated recurrent incisional hernia. Procedure performed: exploratory laparotomy with attempted laparoscopic hernia repair. Open recurrent incisional hernia repair, with dualmesh. Assistant: john poss, msn, np-c. Anesthesia: general. Operative indications: the patient, roberta kapp, is a 54-year-old female who has had multiple previous operations. The last operation was an emergent laparotomy with resection of strangulated small bowel and repair of swiss-cheese hernias with dualmesh. The patient was doing well until approximately a month ago when she had recurrence of this hernia but this was at the inferior aspect of her previous midline incision where the previous hernias were at the superior aspect. Operative findings: a 15 x 10 cm hernia along the inferior aspect of the incision where previous hernias were and the superior aspect of the incision, with incarcerated loops of small bowel. Operative procedure: ¿she was brought to the operating room where she was identified and the procedure verified. She was placed under general anesthetic and prepped and draped in the usual sterile fashion. A 5-mm transverse skin incision was made in the left upper quadrant and an optiview trocar was inserted into the abdomen under direct visualization with the camera, with no injury to underlying abdominal contents. There were extensive adhesions all throughout the abdomen. The area of the abdomen that was most free was in the right flank and right lower quadrant. Three separate 5-mm trocars were placed in the right side as well as the right lower quadrant, all under direct visualization with the camera; however, secondary to the patient's obesity and the very large size of the hernia, the trocars could not be angled enough to free up the adhesions and reduce the incarcerated small bowel. It was therefore elected to convert to open hernia repair. A midline incision was made through the patient's previous midline incision, with scalpel and electrocautery to dissect down to the level of the linea alba and the linea alba was transected with electrocautery. A peritoneal incision was made with hemostats and scalpel, with no injury to underlying abdominal contents. The peritoneal incision was extended the full length of the skin incision. All small bowel was reduced back into the abdominal cavity. All adhesions to the anterior abdominal wall were freed up with metzenbaum scissors, with no injury to underlying bowel. After all the contents were freed up from the anterior abdominal wall, a 15 x 20 dualmesh was then sutured in place through the inferior aspect of the previous mesh and into the fascial edges, circumferentially. These were placed 5 mm apart in interrupted fashion with 0 ethibond stitches. A total of 6 small incisions were made in the mesh in the center to drain seroma. The wound was irrigated and there was no bleeding. The preperitoneal fat was then reapproximated with interrupted 0 vicryl stitches and then the skin was reapproximated with staples. This was covered with dry, sterile dressings. The patient was awoken, extubated, and returned to the recovery room in satisfactory condition. There was negligible blood loss. No drains were placed. 1. Modifier 22 for a morbidly obese patient of approximately 400 pounds. Extensive adhesions, as well as incarcerated bowel. Recurrency.¿ (B)(6) 2005: st. Elizabeth hospital. Implant sheet. Implant sticker. Description: gore. Dualmesh plus antimicrobial. Lot: 03210061. Item: 1dlmcp04. Expiration date: 8/7/2006. Location of implant: ventral incisional (abdominal) hernia. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03210061) was implanted during the procedure. (B)(6) 2007: st. Elizabeth hospital. Brian kiesnowski, md; g. R. Stanis, md. Operative report. Pre/postop diagnosis: infected abdominal wall mesh with abdominal wall hernia. Procedures performed: extensive enterolysis. Removal of foreign body (infected abdominal wall mesh). Repair of complex, recurrent ventral hernia with bilateral component separation and alloderm construct, 832 sq. Cm. Anesthesia: general endotracheal. Findings: infected dual-mesh surrounded by multiple, small to medium sized hernia peripherally, around the site of the original mesh. Specimens: mesh and hernia sac. Identification/brief history: this patient is a 56-year-old, morbidly obese white female weighing approximately 450 pounds. She has previously undergone multiple abdominal procedures with a gastric bypass, roux-en-y for weight reduction in 1987, and subsequent reversal of this for intra-abdominal complications of the procedure. Since that time, she has had multiple hernia repairs, the last being approximately 4 to 5 years ago by dr. Matt williams, where a large 20 cm gore-tex dual-mesh was placed for a massive ventral hernia. Patient subsequently regained a significant amount of weight and is currently 400 to 450 pounds. She presented to clinic with a draining abdominal wall wound and exposed mesh. The diagnosis of infected, contaminated mesh was made, and she was subsequently brought to the operating room today for attempted reconstruction and hernia repair in conjunction with dr. George stanis. Patient realizes that this is a potentially fatal problem for her in terms of infection risk and her associated medical problems. We have had extensive discussions regarding her cardiac and pulmonary risk in addition to risks of postoperative complications and hernia recurrence. The patient is well aware that if she does not lose weight that recurrence of the hernia is virtually assured, and there is very little that can be done to reconstruct her abdominal wall at her current size and weight. Patient understands this specifically. Subsequently, we bring her to the operating room for repair of this. Procedure: ¿the patient, in the or, was placed under anesthesia by the anesthesiology staff. The entire abdomen was prepped and draped in the usual sterile fashion. Initial incisions were made through the midline for exposure of the abdominal wall end mesh. There is some pooling of fluid around the dual-mesh. Dr. Stanis subsequently removed the mesh. The abdomen was subsequently explored. Dr. Stanis subsequently performed an enterolysis in this area. The enterolysis required several hours to perform. Adhesions were quite dense, and required a significant amount of surgery and intervention in order to remove and free. Patient had multiple prior intra-abdominal surgeries, which made this somewhat more difficult than typical. Small serosal tears were repaired with interrupted sutures. There was no contamination of the intra-abdominal cavity. The entire site was subsequently irrigated with sterile saline solution again and the remainder of the abdominal wall now that it is freed from the surrounding adhesions and scar tissue was evaluated. Unfortunately, in addition to the central hernia, the patient had several small to medium-sized satellite hernias several centimeters around the entire central site. These were subsequently evaluated and marked for repair. The entire defect was quite massive and I did not feel that I would be able to repair this either primarily or with standard hernia repair techniques. Subsequently, the right abdominal wall and the left abdominal wall were dissected off the abdominal wall fascia to identify the rectus muscle laterally. Once this was identified, the lateral border of this was noted and incisions were made for component separation in this upper abdomen. This did give us a significant amount of improvement in this region and additional horizontal laxity was created so that at least a partial closure could be attempted. Even with the dissection of the opposite side and release, we could not get full closure of the ventral hernia as this was quite superior and large in size. An abdominal wall construct was subsequently planned utilizing alloderm. The alloderm was subsequently rehydrated according to the manufacturer¿s directions. We had several large 16 x 20 sheets which were to be used for the primary abdominal hernia reconstruction. This was subsequently placed and secured in a through-and-through fashion lateral to the rectus muscle with 0 nurolon sutures so that the knots were in the deep abdominal wall tissues within the abdominal cavity. This was subsequently secured around the borders of the entire hernia site. This was placed on a significant amount of tension with lateral support of the abdomen during the construction of this underlay technique. Once this was secured, complete coverage of the intra-abdominal contents was performed. I did not feel that even with this underlay technique that the abdominal wall itself had significant strength due to this patient's obesity. I subsequently utilized multiple additional alloderm sheets, 8 x 16 cm sizes. These were secured to reconstruct the abdominal wall itself. Sutures were placed into the lateral portion of the external oblique fascia and musculature which had been released with the component separation for a secure border. Sheets were then placed lengthwise to span the entire abdominal wall incorporating the borders of the hernia into this with interrupted 0 nurolon sutures and 0-pds sutures. Multiple sheets were utilized to create an upper band across the abdominal wall. At the completion of our reconstruction, we had both the underlay technique to secure this lateral to the rectus. We had a central section spanning the remaining gap in the abdominal wall and overlying alloderm reconstruction for support of the upper abdomen as well. Drains were placed out laterally in addition to centrally to obliterate fluid collection underneath the alloderm layers. The entire area was again copiously irrigated with sterile saline solution. Large retention sutures were placed and secured over dental rolls. The deep tissues were then closed with multiple 0 vicryl sutures and 2-0 vicryl sutures in multiple layers. Skin was closed with surgical staples. The retention sutures were subsequently tied over elastic bands tubing to prevent soft tissue necrosis. Sterile dressings, abdominal wall binders were placed. Patient was then extubated and taken to the surgical intensive care unit in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the 03/31/07 procedure was not provided.] (B)(6) 2007: st. Elizabeth hospital. Brian kiesnowski, md. Operative report. Pre/postop diagnosis: open wound, abdomen surgical site. Postoperative diagnosis: same, with disruption of hernia repair. Procedures performed: debridement of abdominal wall. Repair of ventral hernia. Vac dressing placement greater than 50 sq. Cm. Procedure: ¿after informed consent was obtained, the patient was brought to the operating theater and was placed in supine position. General anesthesia was induced by the anesthesiology staff. Abdomen was prepped and draped in the usual sterile fashion. The lower hole of the prior incision was identified and this area was opened with a #10 blade to expose the underlying tissue. There was a relatively foul odor in this area and some drainage. A significant amount of fibrinous debris was removed from this area. This did continue laterally. The entire alloderm reconstruction was seen throughout the entire abdomen. There was notable disruption centrally. The entire area was cleansed, debrided, and the abdominal wall and surrounding tissue was debrided. Large focus of necrotic tissue on the left abdominal wall was also sharply debrided to healthy tissue. The entire site was subsequently pulse-lavaged with three liters of saline solution. The inspection of the alloderm construct noted there to be a small disruption on the extreme left lateral aspect, but this appeared to be relatively minor. There was a mild disruption in the hernia repair, immediately centrally, which is more concerning. This was inspected and irrigated. The alloderm appeared to be pink in the surrounding areas and is in fact granulating through some areas and was in fact granulating through in some areas. I elected to cleanse this area and resecure the alloderm with interrupted 0 pds sutures to secure the repair. After this, I replaced large, silver vac dressings to the lateral components with large dressing centrally for support. The dressing was subsequently applied at 150 mmhg suction. Abdominal binder was placed as well. Patient was subsequently extubated and taken to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.